Manufacturer narrative:
(B)(4). Date sent: 12/08/2020. D4: batch # u5ay7j. F10/h6 component code - g07. Device analysis: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. In addition, a reload (b) was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria although there is no direct evidence of use error, the instructions for use do contain the following caution: squeeze the closing trigger until a click is heard. The instrument is in an intermediate position, the pin is fully seated in the anvil capturing the tissue, and the jaws are partially open. Reposition tissue within the instrument if desired. Squeeze the closing trigger and the handle fully together until a second click is heard. The closing trigger is now latched to the handle and the jaws are clamped onto the tissue, which is ready to be stapled. The firing trigger will simultaneously move down to the ready-to-fire position. Before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Fire the instrument by pulling the firing trigger back completely against the closing trigger until a click is heard, signifying the staples are fully formed. Prior to opening the instrument and releasing the tissue, the edge of the reload or the side of the anvil may be used as a guide to transect tissue (not vessels) or to excise tissue which is protruding through the jaws. This aids in cutting at a proper distance from the staple line. Open the jaws by pushing the release button and releasing the grasp of the closing trigger. The triggers and jaws will fully open, releasing the tissue. Remove the instrument. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9 date device returned to manufacturer 10/21/2020. This was omitted on the previous report.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a lung lobectomy on a dog, entrapped tissue at the inner corner of the stapler once the trigger was released. The tissue had to be cut free from the stapler. Significant hemorrhage which required ligation. Transfusion required. The animal¿s life was put at unacceptable risk. No long-term effects to date.